Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed which confirmed lv lead dislodgment due to twiddler's syndrome. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.